Event description:
It was reported that the patient was experiencing pain and swelling at the pocket site and thoracic incision site. The patient was given an antibiotic and underwent an ipg and lead explant procedure. The explanted devices will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn:m365sc8336700, model:sc-8336-70, serial: (B)(6), batch: 7073710.